Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.medical device expiration date: unknown, device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. A manufacturing review revealed the defect was not affected by product manufacturing, calibration or equipment. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, CAPA # (B)(4) was opened to identify and address the potential causes of safety shield disengagement. No sample available, no lot number available.

Event description:
It was reported that a contaminated needle did not retract while employee was trying to retract needle. As she was trying to activate the safety mechanism on the table surface, the needle slipped and poked her finger. Both the clinician and source patient received followup lab work; neither received medications.